Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified it was reported that the patient is a "baby".

Event description:
It was reported that the tubing was just being set up in the pump, it had just started running plain primene solution when the device rang for "air" error. The device was stopped and the air was attempted to be removed when the tubing pulled apart. The tubing was clamped to the patient and infusion was ran using another tubing set with the same solution within a few minutes. There was no harm to the baby.